Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "silicone get in touch with patient's body (axillar area)". This record is for left side. Device has been explanted and replaced with non-abbvie device.